Manufacturer narrative:
(B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(4) that guide wire tip detachment occurred. A 300 cm j luge¿ guide wire was advanced to retrograde from the circumflex into the vein graft. This was done through an exchange catheter. However, upon pulling wire back into the exchange catheter, the radiopaque tip of the wire separated from the core wire. The detached tip was retrieved with a snaring device. No further patient complications were reported.